Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: you should avoid activities which could expose your system to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin can freeze at low temperatures or degrade at high temperatures. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is using cold insulin. Tandem technical support (cts) informed customer that using cold insulin, is off label per the user guide. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Customer attempted to address the elevated blood glucose levels by correction bolus via the pump.